Manufacturer narrative:
This medwatch form is being filed in response to the user facility medwatch. Conmed linvatec is unable to perform an eval of this prod, as it was not returned by the user facility. A review of prod history of similar reports found that this type of failure can occur if excessive lateral force is applied during use or if there is insufficient lubrication between the inner and outer blade during operation. Excessive force can cause friction and wear on the blade. Associated MDR 1017294-2008-00260.